Manufacturer narrative:
Instructions for use (IFU) states, the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). The gore® excluder® aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis (trunk) and the contralateral leg endoprosthesis. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent treatment for a right common iliac artery aneurysm and was implanted with a gore® excluder contralateral leg component in the right common/external iliac artery. The device was landed distal to the aortic bifurcation; resulting in a type 1a endoleak. On (B)(6) 2019,an additional contralateral leg component was implanted to extend coverage proximally and resolved the endoleak. The patient tolerated the procedure.